Event description:
The customer reported having high blood glucose values, up to 461 mg/dl. Troubleshooting found no apparent problems with the insulin pump, or any related devices. The customer was advised to call back to continue troubleshooting upon receipt of a tubing clamp. The customer treated with manual injections and was not hospitalized and didn't require emergency treatment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.